Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, d4, d9, g3, g6, h2, h6 and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: year 2022. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the instrument tips fractured. There was no patient harm. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned elevators. Both elevators show heavy signs of use including heavy marking/ scratching on the elevator surfaces. The tips for both elevators have fractured and the fractured tips were not returned. A determination cannot be made as to what caused the tips to fracture. Device history records review was not performed as products have approximate field ages of 11 and 22 years, with an unknown number of uses. The device shows signs of repeated use. A definitive root cause cannot be determined. In both cases the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.